Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as it was unable to be reproduced by olympus. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the entire image of the evis lucera gastrointestinal videoscope was blurry when using narrow band imaging and the subject could not be recognized. The customer noted the image did not return and the issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Address: (B)(6). During device evaluation at olympus, it was found the complaint was not confirmed and the image issue was unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.